Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when a nurse tried to load a clip during a laparoscopic cholecystectomy, it did not come out to the jaws. The device was replaced with a new one. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800541 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The first clip was out of position in the channel. The first clip appeared to be misaligned and closed in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly, as the feeder was to the side of the clip and the clip was already closed. Another attempt was made and again, the clip was unable to load properly. On the third attempt, the clip was unable to load properly as the feeder was to the side of the clip. At this time, it was observed that there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that when a nurse tried to load a clip during a laparoscopic cholecystectomy, it did not come out to the jaws. The device was replaced with a new one. No clips fell in the patient.